Event description:
The field rep was called due to loss of capture on the mentioned lead, being with a threshold of 2.6v @1.0ms and impedance = 2262 ohms. The lead was repositioned on the same day but no good measurements were obtained. It was replaced by another lead.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a slightly squeezed conductor coil 45 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.